Event description:
It was reported to resmed that a patient passed away while connected to an s9 vpap st device.

Manufacturer narrative:
The preliminary evaluation of the returned unit did not show any signs of damage or degradation to the unit. Preliminary review of the patient therapy data stored within the device showed no anomalies in the data. The device was functionally tested and the unit was operating properly. The device was sent to the design facility in (B)(4) for an engineering evaluation.